Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Corrected field: g3 (correction to g3 of the initial medwatch. The aware date should be 20apr2024.) A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that contact resistance increased because the scope socket was dirty and corroded, and this resulted in not performing electrical communication properly causing no image. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the light source exhibited no image due to a dirty and corroded scope socket. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.